Event description:
An optometrist reported a patient experienced blurred distance vision in both eyes, approximately 4 months following a photo-refractive keratectomy (prk) procedure. Additional information was received from the optometrist who reported, the patient is experiencing blurred vision due to a slight undercorrection, and will undergo an enhancement in the near future to resolve the event. There are 2 medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).